Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 300 units of insulin during the load process. The customer successfully reloaded the same cartridge. Customer reported an elevated blood glucose level of 400 mg/dl and administered an insulin injection to address bg level. Reportedly, the customer used cold insulin to load the cartridge.